Event description:
A customer reported to a field service engineer (fse) error message ¿4241 hybrid arm y-axis home detection failure¿ on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for follicle stimulating hormone (fsh). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed and reproduced the complaint by attempting to do an all-set-home function. While troubleshooting, fse found the z-axis moving and the y-axis not moving. The fse attempted a software reload, but the error persists. Fse replaced the pmd2 board and tested the functionality and worked, no more error appeared. Fse repaired the analyzer and the customer successfully performed quality control run and patient samples without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. The aia-2000, serial number (B)(4), was installed on (B)(6) 2022. A complaint and service history review for similar complaints was performed from installation date 21sep2022 through aware date 09dec2022. There were no other similar complaints identified during the searched period. Aia-2000 operator's manual on the appendix 4: error messages: (4241) hybrid arm y-axis home detection failure cause: the home sensor failed to activate after the hybrid arm y-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to the faulty pmd2 board.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6) which confirmed that there were no nonconformance, failure, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.